Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 911 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly, except for the basal rates. Assisted the customer with the correct programming. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for a high pressure test. Nothing further was reported.